Event description:
It was reported that the pink slide moved forward but cannula did not insert in the skin as intended, indicating a needle mechanism failure. Cannula was also reported to be bent upon removal of the pod. Pod was not worn.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.